Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology ¿ 98% stenosis and tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 98% stenosis and tortuosity). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver 2 endeavor resolute stents (2.25mm x 14mm and 2.25mm x 24mm) to a lesion in the rca with 98% stenosis with vessel tortuosity but resistance was noted and when the devices were removed it was noted that they were deformed. The physician changed to another stent to complete the surgery. The patient is good. No clinical sequelae were reported. Evaluation summary: the strain relief was kinked. The stent was positioned correctly on the balloon between the inner shaft markers as per specification requirements. Multiple struts from the 11th proximal stent segment were raised, deformed and pulled distally. There was slight misalignment of stent struts from the 16th and 17th proximal stent segments. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).